Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the sample appeared to be in good condition. An inflation test was repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. The complaint was not confirmed or duplicated. Based on results of testing the reported failure was not observed. No lot number was provided or printed on the flange, therefore no device history report (DHR) review could be performed. No trend of similar customer complaints was identified.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI.UDI related data quality updates only.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use the pilot balloon was found to be deflated. The tube was replaced. No patient injury or clinical affects was reported.